Event description:
Subsequently, after the initial report had already been filed, the stent tabs separated when releasing the stent. The separated stent tabs were simply withdrawn through the sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, activation failure and material separation were able to be confirmed. The reported audible noise was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy and/or inadvertent mishandling resulting in the noted bent/kinked stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Further manipulation of the device in attempts to deploy the stent resulted in the noted separated sheath from the distal end of the shuttle and the noted smashed handle pins; thus resulting in the reported audible noise. During withdrawal interaction/manipulation of the compromised device resulted in the reported stent material separation/noted separated distal stent tabs and the noted bent/stretched/broken stent struts. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, right superficial femoral artery. A 7.0x150mm absolute pro self-expanding stent (ses) was advanced over an unspecified 0.035" guidewire through a 7 french sheath. During deployment of the absolute pro ses, the stent partially deployed. Resistance was met with the thumbwheel to further deploy the stent; however, a breaking sound was made. The absolute pro ses was removed and a new 7.0x150 absolute pro ses was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.